Manufacturer narrative:
No lot # provided; medical device expiration date: unknown; device manufacture date: unknown. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the printed scale on a bd plastic pack ¿ / bd lord's ¿ insulin syringe with needle was misaligned. This was observed before use and there was no report of injury or medical interventions.